Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has used less drills than recommended to perform the implant installation.

Event description:
(B)(4) - the dentist reported that 17 days after the dental implant was installed in intraoral region 30#, its non-osseointegration was observed. In addition, 50ncm of primary stability was achieved, trauma over the implant has happened, immediate load and immediate procedures were performed and the patient presented bone type iii.